Manufacturer narrative:
(B)(4). The steerable guide catheter was returned and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak appears to be related to the observed crack in the flush port luer; however, a definitive cause for how and when the crack occurred cannot be determined. The reported therapy/non-surgical treatment was a result of case-specific circumstances, as aspiration was required after the leak was noticed to remove the observed air in the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as a leak was noted during use, requiring device aspiration for air removal. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation grade 3-4. Following transeptal passage, the steerable guide catheter (sgc) was leaking near the three-way stopcock. Air was noted in the device and device aspiration was performed. Another sgc was used in replacement and one mitraclip was implanted, reducing the mr to grade 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.